Event description:
It was reported that during a partial gastrectomy, the staples were unformed at the 4th firing. Another device was used to complete the case. There was no adverse consequence to the patient.